Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4) , implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 37791, serial # unknown, product type recharger. (B)(4).

Event description:
The patient reported they were having difficulty with coupling and were only able to get two bars. The patient had tried everything including sitting, standing, and lying on her back flat and turning the antenna dial, but none of it helped. The patient met with the manufacturer¿s representative (rep) who also had difficulty, and could barely get two coupling bars shaded. The rep. Suggested replacing the recharger antenna to see if this would help with coupling; a damaged antenna was reported. No patient symptoms were reported. Relevant medical history includes spinal pain. After the patient received a new antenna she reported she was still having ¿a terrible time getting the implant to charge,¿ and was still experiencing poor coupling. The patient met with the rep. On (B)(6) who was able to get the implant to charge. It was noted the implant was lower in the back, and the patient didn¿t use the belt to charge because the belt didn¿t help get coupling bars. An attempt was made to recharge but poor coupling was achieved. The antenna was repositioned and the dial was turned resulting in four coupling bars, however, then the bars disappeared and the patient had to put a lot of pressure over the implant to get coupling bars. There were no falls or traumas reported. The rep. Called after the patient did reporting the clinician programmer recharging stats. Were four coupling bars as well and only charging to 25%. It was noted the patient had a good understanding of the recharge process and the device. The antenna locate feature was used with resulting of 80/72 while the patient was lying on their side. The rep. Palpated the implant and stated the device did seem tilted. It was recommended to speak with the healthcare provider (hcp) for the next steps. It was further reported the pocket was going to be revised but no date had been set yet.